Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during standard use of product (flushing the line), product fully broke apart at the arterial pod 3 hours into treatment. Patient experienced blood loss due to total break in product exposing patient to air. Unable to complete full dialysis treatment.